Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, e2, g2, h6 (type of investigation, investigation findings, component codes, investigation conclusions). (B)(6). A getinge field service engineer (fse) evaluated the unit and determined that the issue was related to expired safety disk (0202-00-0140) and tidal volume disk (0202-00-0142). The safety disk (0202-00-0140) and tidal volume disk (0202-00-0142) were replaced, after which the unit underwent functional testing and passed all performance checks according to the service manual. The device was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during a daily check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.